Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, bruxism, inadequate bone quality/quantity, pain, mobility. Lean bone supply, cancellous bone, poor ossification of the augmentation material despite closed healing.